Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: there were multiple pump reboots observed in the black box. The pump powered on with the returned battery cap which was able to fully tighten and measurements were within specifications. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and no moisture or loose components were observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.